Event description:
It was reported that the customer was at the urgent care due to high blood glucose of 360mg/dl. It was stated that the customer went for a routine appointment and high blood glucose. The mother stated that the customer had a ball on his leg and got infected. The caller mentioned that the customer had trouble with his high blood glucose in the past. The caller stated that the customer uses the bolus wizard to treat his glucose level. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.